Event description:
It was reported the ar40m 9.5 diopter was fully inserted into the patient¿s ocular sinister (left eye). Iol was removed during the same procedure due to broken haptic caused by the emerald cartridge and replaced with another iol with the same model and diopter size. Doctor implanted the lens manually with forceps, he folded the lens with his fingers and used capsulorrhexis forceps to insert the lens through the original incision. This lens simply did not work in this cartridge. Both times, the tech had difficulty closing the cartridge and inserting it into the injector; it was too tight. The technician has loaded this lens before without difficulty, but not this low of a power. We think this low range will not work for this cartridge. There was no incision enlargement, no serious patient injury, no suture(s), and no vitrectomy. Patient outcome post-procedure was reported as: well and excellent. No further information is available.

Manufacturer narrative:
Additional information: ethnicity: unknown as information was asked, but not provided. Date implanted: not applicable, as the cartridge is not an implantable device. Date explanted: not applicable, as the cartridge is not an implantable device. The device was not returned for analysis. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. (B)(4). Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 12-jan-2023. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification of the cartridge found a crack and stress marks. No further issues were observed with the cartridge. Visual inspection under magnification revealed the iol was received cut in half with a couple of additional cuts made along the lens edge. No haptic damage or haptic detached defects were observed (haptics were fully intact in the drill hole). No additional defects were observed. Complaint issue "difficult to use" and dc-haptic damage was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, it was noted that in the initial MDR section d-10 concomitant medical products the incorrect iol sn was entered; ar40m 9.5 sn: (B)(6) was the replacement lens. The concomitant medical product was incorrectly reported. Also, it was noted that "g4" field which should have been populated with "no" was inadvertently left blank in the initial MDR report; therefore, those information have been corrected in this supplemental MDR report and the following fields have been updated accordingly: section d-10 concomitant medical products: ar40m 9.5 sn: unknown. Section g4: combination product: no. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.